Event description:
Tip of holmuim laser fiber 3mm fractured and left in lower pole of kidney. Attempted multiple times to remove without success. Dr stated no damage to kidney and should be excreted with normal urination.